Event description:
It was reported that the ventilator was connected to a pt and was ventilating. The pt self-extubated while the nurse was at bedside but the ventilator did not alarm for the situation. The pt was bagged and switched to another ventilator. After switching the pt to another ventilator, the customer stated that the tube was removed from the circuit of the non-alarming ventilator and then it alarmed. There wa no pt harm. (B)(4). Ref MFR report 8010042-2013-00102.